Event description:
The dentist reported seperating a file in the pt's tooth during a dental procedure and elected to fill around the file to complete the procedure. There was no report of injury to the pt.